Event description:
Reporter stated that patient obtained back-to-back blood glucose results of -400 mg/dl and -110 mg/dl ( reporter could not provide exact values) on the compact system. Based on the value of-400mg/dl, patient reportedly self-treated by taking an additional 8 units of lantus. No resultant injury was reported. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact system. The suspect test strips were not returned to the manufacturer for evaluation.